Event description:
This male patient with a history of angina and hypertension was admitted for coronary evaluation. Angiography revealed a >30mm, de-novo, eccentric, bifurcated, angulated, type c lesion in the mid left anterior descending artery (lad). The vessel was 3.0mm in diameter. Pre-dilatation was conducted with a 2.5 x 15mm balloon inflated to 8 atm for 20 seconds. A 2.5 x 18mm cypher stent was deployed to 16 atm for 20 seconds. Then a 3.0 x 18mm cypher stent was positioned proximally to the first and was deployed to 16 atm for 20 seconds proximal to the 1st cypher. The two stents were not overlapping. Post-dilation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before and after the procedure was iii. Clotting times were not measured. Twenty-eight months later, the patient developed an acute myocardial infarction (ami) and was brought to the hospital as an emergency. Angiography, revealed the ormation of thrombus within the cypher stents implanted in the mid-lad. A stent fracture was also observed in the 2.5 x 18mm cypher stent. To treat the thrombus, balloon angioplasty was conducted with a 2.5 x 15mm. Rosso balloon. Then three additional stents, a 2.5 x 18mm pixel stent, a 3.0 x 8mm vision stent, and a 3.5 x 15mm vision stent, were implanted within the cypher stents. The three bms were overlapping each other. The patient was discharged in stable condition. Physician's comment: the possible cause of the thrombotic event was due to the stent fracture. The possible cause of the stent fracture was due to "hinge motion" created by the dynamic movement of the vessel. Anti-platelet therapy conducted is as follows: aspirin 100 mg/day: 2005. Ticlopidine hydrochloride 200 mg/day: 2005, 2007. Heparin 10,000u: 2005. Ticlopidine hydrochloride was stopped in 2005 because three months had passed after stent implant.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Japanese cypher is not distributed in the us; however, it is similar to us distributed cypher product. This is one of two reports submitted for the same event. Please reference MFR report #'s: 9616099-2008-00017 and -00018.